Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a non-emergency procedure. The procedure was completed by moving the patient to another system. It was reported to philips that geometry movement is partially available. Review of the logfile shows ¿geometry movement partially available¿ malfunction. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite, and the fse found that the geo ipc ivybridge showed no zmp, and both can and io functions were not working. To resolve the issue, fse replaced the geometry interface board (gib) and reinstalled the related software. The defective part was sent for analysis, for geometry interface board failure was observed and the failure was found to be unit locks-up/freezes malfunction. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a non-emergency procedure. The procedure was completed by moving the patient to another system. It was reported to philips that geometry movement is partially available. Review of the logfile shows ¿geometry movement partially available¿ malfunction. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite, and the fse found that the geo ipc (B)(6) showed no zmp, and both can and io functions were not working. To resolve the issue, fse replaced the geometry interface board (gib) and reinstalled the related software. The defective part was sent for analysis, for geometry interface board failure was observed and the failure was found to be unit locks-up/freezes malfunction. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry movements were partially available. The patient was moved to another system. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.